Manufacturer narrative:
Unknown when the device broke; it was discovered broken on (B)(6) 2016 device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: october 29, 2014. Part 319.006, lot 7827537 (non-sterile): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the wire of a depth gauge broke off. There was no patient or case involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: one (1) depth gauge for 2.0mm and 2.4mm screws was returned for investigation. The device was received in multiple pieces. The hooked needle stem of the device is broken off at the base of the black body and would be approximately 75mm in length, but was not returned. The slider is loose in the hollow body. The handle has various marks and scratches, but the laser marking on the shaft is clearly visible. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system, and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The relevant drawings (manufactured/current) were reviewed with no issues or discrepancies noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25mm) is driven by the fact that the needle must fit into a drilled hole of 1.5mm; the length (80mm) is determined so that the slider can measure screws up to 40mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Corrected data: (reporter name). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was completed for the subject device. The customer reported the wire of the depth gauge broke off. The repair technician reported the tip broke off. ¿tip broken¿ is the reason for repair. The device is not repairable per the inspection sheet. The cause of the issue is unknown. The service and repair evaluation confirmed the complaint condition. A service and repair record history review was attempted for the subject device but could not be completed because the device is a lot/batch controlled item. The subject device was forwarded to synthes customer quality for additional investigation. The results of the additional investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.